Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the preloaded iol was found to be defective. The iol was removed during the procedure. Additional information has been requested.

Event description:
Additional details were provided indicating that the lens would not lay flat.

Manufacturer narrative:
Evaluation summary: only the carton and inserts were returned. The product was not returned. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported defective lens could not be determined. No further information was provided. The carton had a hand written note that stated "lens would not lay flat". It is unknown if this was referring to the position of the lens in the eye. The manufacturer internal reference number is: (B)(4).